Event description:
It was reported that the right ventricular lead had low sensing and noise was noted on some episodes. The rv lead polarity was reprogrammed and the lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.